Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2020. This report is submitted on 25 february 2021.

Manufacturer narrative:
It was reported that the device had extruded. This report is submitted on 28 april 2021.

Manufacturer narrative:
This report is submitted on october 15, 2020.

Event description:
Per the clinic, the patient experienced an infection and necrosis of the skin-flap. The infection was treated with oral and IV antibiotics.